Event description:
It was reported the stylus and the screen are out of calibration by at least one centimeter. The stylus was calibrated three times, without resolution of the issue. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the stylus and screen were out of calibration and would not calibrate. (B)(4): analysis found that the cable was damaged and the insulation was torn, exposing wire. It was also noted that the case was damaged and had a cracked light-emitting diode (lem) window.